Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Root cause was vial was most likely exposed to humidity.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 80 to 120mg/dl and within 2 hours after eating between 200-220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 75 mg/dl and 73mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer had impair vision, was not able to read date and time on the meter memory / also customer stated the meter memory was not set with date and time correctly): a 102mg/dl fasting: yes. A 180mg/d fasting: yes. A 185mg/dl fasting: yes. A 177mg/dl fasting: yes. A 157mg/dl fasting: yes.